Event description:
Boston scientific received information that this transvenous right ventricular (rv) was removed from service, due to fracture. The local area sales representative could not confirm if asystole greater than two seconds may have occurred, but the patient was noted as pacemaker dependent and that there had been evidence of loss of capture (loc). This lead was effectively removed from service without additional adverse complication for the patient, beyond the early surgical intervention.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Manufacturer narrative:
With teh acute rv lead, the local area sales representative also noted that the patient's p-waves were low 0.6mv and programmed the device sensitivity to 0.15mv. The rep couldn't see deflections on the atrial egm until she programmed to the 0.15mv sensitivity.

Event description:
Subsequently, a family member alleged that the patient passed away due to developing pneumonia as a result fo the lead replacement procedure. The reported date of death was six days after the procedure. A boston scientific field representative was unable to obtain any additional information regarding the allegation.